Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two months ago, this pacemaker¿s magnet rate was at 90 pulses per minute (ppm) with less than six months remaining longevity. During the recent device check, the device showed one and a half years longevity. Boston scientific technical services (ts) reviewed how device does longevity estimates. There were no changes made in output and previously, the auto capture was on. Boston scientific technical services (ts) then discussed possible reasons that might have affected the estimated longevity. The patient will be followed again in 3 months. Additional information obtained from the field which indicated that the auto threshold was turned off which might have been the cause for the change in battery estimate longevity and it was though the device was in retry mode. As of this time, the device remains in service. No adverse patient effects reported.